Event description:
A customer reported to baxter that the povidone/iodine sponge of a minicap came out of the cap, during prime but prior to use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The damaged minicap was confirmed during the sample evaluation, and a cause was determined to be mishandling during distribution. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.